Event description:
It was reported that balloon rupture occurred. A 6.0 x 40, 75 cm mustang balloon catheter was advanced for dilatation. However, on the fifth inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.